Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the facility performed a controller exchange as a result of a "controller fault" alarm. There was no patient injury reported as result of current event. The exchanged controller was returned to the manufacturer for evaluation where the reported event could not be replicated however it was confirmed via review of the controller log files. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. . Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Event description:
It was reported from austria that the controller logged "controller fault" alarms for approximately one month. The patient was aware of the alarms, but ignored them and only informed the hospital during a routine clinic visit. Preliminary analysis of the controller log files confirmed the presence of the alarms. The hospital performed a controller exchange without any complications. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.